Manufacturer narrative:
The reported field event of failure to detect vibration was not confirmed in the laboratory. The device was tested on the bench and it was vibrating normally. No anomalies were found.

Event description:
Correction:it was reported that rv pacing was not able to recognize vibratory notifier. The device was explanted and replaced. The device is a subject to advisory. The patient is stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv pacing was not able to recognize vibratory notifier. The device was explanted and replaced. The patient is stable before, during and after the procedure.